Event description:
The customer reported the ventilator backup battery is not charging. The customer reported that the unit was not in use on patient. The biomedical engineer replaced the battery and the problem was corrected. The unit passed all testing.